Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the device performed to specification. The device was recertified and returned to the customer. The ECG data from the event was returned to zoll for evaluation. Our review of the data found that during the first ECG analysis period, the device returned a no shock advised determination on all three segements due to a qrs rate below 150bpm, normalized amplitude, width of complexes and detected number of peaks. The second ECG analysis period, the device returned a shock determination on segments two and three due to low normalized amplitude, high waveform variabilty and high detected number of peaks. The data shows that CPR was being performed during this analysis period. The zoll r series operator's guide states "keep patient motionless during ECG analysis. Do not touch the patient during analysis. Cease all movement via stretcher or vehicle before analysing ECG". Motion artifact introduced by patient movement, therapy pad movement, or continuing CPR through an analysis period may negatively impact the analysis outcome. Based on our review of the data we have concluded that the analysis program worked within its limitations and that there was no indication of a malfunction with the device. This report has been attributed to improper use of the device by the end user. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient (age & gender unknown) in cardiac arrest, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. The clinician subsequently administered the shock to the patient. Complainant indicated that the patient regained a normal sinus rhythm.